Manufacturer narrative:
The unit passed functional testing. There was no led anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she experienced low blood glucose of 50 mg/dl. Low blood glucose level was because she hadn't eaten dinner; treated with food. Customer stated she has been receiving sensor errors and the led light on the transmitter is not blinking. Nothing further reported.